Manufacturer narrative:
The product involved in the event was returned for evaluation. Sample evaluation is in progress. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The customer reported foreign material was found in the product, this caused a 30-minute delay in procedure starting. The patient was not adversely affected other than delay.

Manufacturer narrative:
Sample was received and one hair approximately 24 inches was confirmed. Root cause is likely operator failure to follow gowning procedures (donning of head covering prior to entry in assembly areas). Personnel have been notified of this issue. The device history record was reviewed for this lot and no contributing issues were found. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.